Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that femur was loose. Update from sales rep received 10/11/2016: entire femur prosthesis including stem, augments and femoral component. Only had lit numbers from items I provided. Additional information was not made available to me.

Manufacturer narrative:
An event regarding loosening involving a triathlon total knee system offset adapter 6mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were received. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon commented that femur was loose. Update from sales rep received (B)(6) 2016: entire femur prosthesis including stem, augments and femoral component. Only had lit numbers from items I provided. Additional information was not made available to me.